Event description:
It was reported that the patient¿s stimulation was intermittent. The patient had turned their stimulation off on (B)(6) and their stimulation was working fine prior to turning it off. The patient turned it back on around thanksgiving because they needed their stimulation and noticed that the stimulation felt different and intermittent in nature. The stimulation was turning on and off erratically. An impedance test was done at 0.7v and showed out of range impedances. All electrode pairs with 0 as a reference through 15 were >10000 ohms. The impedance test was run again at 3v and all pairs 8 through 15 were >40000 ohms. With electrode 2 as a reference all pairs were >40000 ohms. With 0-1 the impedance was 35925 ohms and all other pairs were in the 20000 to 30000 ohm range. With electrode 3 used as a reference, 0-3 was at 25000 ohms, 1-3 was at 13000 ohms, 3-4 was at 11000 ohms, 3-5 and 3-6 were around 18000 ohms, 3-7 was at 12000 ohms, and 8-15 were >40000 ohms. With electrode 7 as the reference contacts 8-15 were >40000 ohms. Electrodes 0 through 6 showed values between 12000 to 33000 ohms. With electrode 8 as a reference, contacts 0 through 7 were >40000 ohms. Electrodes 9 through 15 were in the 25000 to 31000 range. Reprogramming had not been tried yet. The patient had not had any falls or trauma. The patient was scheduled to see their primary care doctor on the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-39, lot # n288734, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).